Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had a power error detected alarm and they had experienced high blood glucose. The customer¿s blood glucose was 410 mg/dl. Troubleshooting steps were provided for power error detected alarm. The customer was advised to monitor the insulin pump and call back if the error recurs. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.